Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event and the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. (B)(4).